Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that during advancement the stent graft without the use of a guide catheter the stent graft kinked; the stent graft was removed from the pt. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. There were no clinical sequelae reported and the pt is reported to be fine.